Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photos have been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that three of the dressing blister packs were unsealed. No photos provided.

Manufacturer narrative:
A review of the last three (3) product monitoring review¿s for trends indicated no trends for this issue on this product. The historical complaint data from january 01, 2016 to january 31, 2018 was reviewed as it relates to reports for product number 413555. A total of one (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).